Event description:
It was reported that this pacemaker and other manufacturer lead had an alert for out of range impedance values. No further information was available. No additional adverse patient effects were reported.